Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading "high" on the pump (specific value not provided). Reportedly, cause was customer was using humalog insulin for 3 days. Bg was addressed via manual injections, and a site change. The customer was instructed to consult with healthcare provider regarding bg level.